Manufacturer narrative:
H6 updated. H11 updated: the investigation was completed by conducting a thorough evaluation of the products and the reported information. According to the logs on the treatment was interrupted and continued multiple times due to "2r err" errors on the linac. It was confirmed from the logs that the correct dose was delivered to the patient, and the delivered mu was correctly recorded in mosaiq. There was no patient mistreatment. Mosaiq did not have any malfunction and was working as designed and intended.

Event description:
The customer requested assistance verifying what dose was delivered for a specific patient.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed. H4: manufacturing date is not on the label, but it is known so field h4 has been completed with this information.